Event description:
A hospital in (B)(6) reported that the outlet port on an rd900 neopuff infant resuscitator broke. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results found that only the anvil was received in good visual condition and with the breakaway washer present and uncut. In addition, an ancillary trocar was received with the tip broken. No functional test was performed. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. No batch record review could be performed as no lot or batch numbers were provided.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, the tip of the blue ancillary trocar was broken off when removed from the package. It was not used.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.